Event description:
An optician in another country reported seeing a pt who used renu with moistureloc multi-purpose solution, and was previously treated for bacterial keratitis. The pt was concerned that his condition may have been fusarium keratitis, after reading about cases in the newspaper. F/u with the pt's physician confirmed that the pt was treated for bacterial keratitis. No cultures were taken.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. Although this complaint is unrelated, the company did initiate an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interests of our customers by discontinuing the moistureloc formula and recalling all distributed product.